Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records has been reviewed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during vena cava filter deployment procedure, upon deployment the filter allegedly did not fully expand. It was further reported that the filter was captured and retrieved successfully and a new ivc filter was used and deployed with no issues. There was no reported patient injury.

Manufacturer narrative:
The previously submitted supplemental inaccurately reported the date of 05/21/2018. The PMA/510k date on the supplemental should have been reported as 06/15/2018. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one denali filter was returned for evaluation. The filter was returned with all limbs expanded in a specimen cup. All the limbs were present and intact. Therefore, the investigation was inconclusive for failure to expand. Based upon the available information, the definitive root cause was unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during vena cava filter deployment procedure, upon deployment the filter allegedly did not fully expand. It was further reported that the filter was captured and retrieved successfully and a new ivc filter was used and deployed with no issues. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One denali filter was returned for evaluation. The filter was returned with all limbs expanded in a specimen cup. All the limbs were present and intact. Therefore, the investigation was inconclusive for failure to expand. Based upon the available information, the definitive root cause was unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during vena cava filter deployment procedure, upon deployment the filter allegedly did not fully expand. It was further reported that the filter was captured and retrieved successfully and a new ivc filter was used and deployed with no issues. There was no reported patient injury.